Event description:
Customer reports underinfusion of morphine. Pump was programmed for pca only. Nurse reports the pump showed "pump error" with a picture of a plunger on the display. She confirmed the patient was pressing dose request cord intermittently without pain relief. She opened the pca door and observed that 50ml was remaining. Pca door closed the pump restarted and appeared to be working; however, the pump was replaced. No patient harm or medical intervention reported. If device received, investigation will be performed and a follow up report will be sent.

Manufacturer narrative:
Patient information requested, and all available information is included.